Event description:
During morning rounds the physician noticed the baby's chest was not rising with ventilated breathe and despite the ventilator waveform appearing normal. It appeared the ge carestation ventilator stopped providing pt with breaths. Pt desated to 30% but was quickly switches to hand ventilation. Dates of use: (B)(6) 2015 - (B)(6) 2015. Diagnosis or reason for use: respiratory support. (B)(6).